Event description:
Mild post ercp pancreatitis: transient pancreatic parenchymal edema and small inflammatory exudate in lesser sac (observed intraoperatively); elevated serum amylase (6h/24h post-ercp) but no moderate/severe cases requiring CT; resolved quickly with supportive care (antibiotics, nutrition). No added surgical difficulty or burden. Off-label use as the stent was pre-placed to facilitate pancreatic tumor enucleation surgery. Mild pancreatitis s=3 the study included 148 adult patients (aged 18-75 years, mean age ~48 years) with benign pancreatic tumors located in the head, neck, or body of the pancreas, treated at the (B)(6) hospital between (B)(6) 2021 and (B)(6) 2024. Pathologies included branch duct intraductal papillary mucinous neoplasms (ipmn-bd; 7 cases), serous cystadenomas (scn; 34 cases, symptomatic with abdominal pain or rapid growth), mucinous cystadenomas (mcn; 7 cases), solid pseudopapillary neoplasms (spn; 3 cases), pancreatic neuroendocrine tumors (pnet; 33 cases), and other (simple cysts/inflammatory masses; 6 cases). After propensity score matching (psm): stent group (n=30; 11 males/19 females, mean age 47.5 ± 13.5 years, mean tumor diameter 29.5 ± 16.2 mm) and non-stent group (n=60; 24 males/36 females, mean age 49.3 ± 12.7 years, mean tumor diameter 31.9 ± 17.5 mm). All underwent attempted enucleation (en) or alternative resections (dpphr, pd, dp, cp).

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.